Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the system was explanted to address the issue.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported an infection was present at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue. The patient was administered oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.